Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for right ventricular (rv) lead t-wave oversensing (twos). Intervention occurred as the patient¿s device was upgraded to a device with a twos algorithm. The rv lead remains in use. No further patient complications have been reported as a result of this event.